Manufacturer narrative:
Exemption number e2015058. On receipt the pad clock was failing to increment and displayed a non-sensical time and date. This would indicate a real time clock fail. The device records 3 manual power ups between (B)(6) 2012 and the (B)(6) 2013 with the last manual power up recording a duration of 45 minutes and 31 seconds. The technical log shows the software version was upgraded to software version 1.1.2 prior to (B)(6) 2012. No further log entries were recorded. Investigation found the reported fault can be attributed to a depleted bt1 coin cell. The pad unit clock failing to increment, along with the nonsensical time and date displayed would indicate a real time clock failure. The pad unit is tested before leaving heartsine, therefore it is concluded the coin cell became depleted after leaving heartsine. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Pad unit fails 2012 fsca upgrade.